Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during setup after a hospital stay unrelated to diabetes, the ilet bionic pancreas generated consecutive motor stall alerts, including an ¿unable to proceed¿ and a restart alert, and could not complete rewind or access fill tubing despite a dry-run attempt without a cartridge, consistent with a stalled drive mechanism in the pump motor assembly. Symptoms included no injury and continued usability of the screen. Outcomes included interruption of insulin delivery and the need for replacement, with the user advised to sync data and shut down the device before return. Investigation included remote troubleshooting assistance and review of device alerts and setup steps with the caregiver. Investigation of this case revealed persistent motor stall events not resolved by restart or repeated rewind attempts. It was concluded that the device experienced a motor stall that prevented operation, and replacement was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.